Manufacturer narrative:
(B)(4). Date sent 5/30/2025 corrected data d4: UDI#.

Event description:
It was reported that during a robot-assisted esophagus surgery, the device was used for cervical region anastomosis. When the main body and the anvil were docked and tried to tighten, but it became hard at a certain point, and the firing knob could not be turned. Also, it could not be released the docking of the anvil and the main body because they were hard. When the firing knob turned by forcibly, it turned, so the anastomosis was performed as is, and there were no abnormalities in the ring check etc. The same device was used as is to complete the case. After turning the knob several times it becomes stiff and difficult to turn. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 5/9/2025. D4 batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 6/2/2025. D4 batch #910c51. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh23p device arrived with no apparent damage. The breakaway washer was present, cut with some marks and there were no staples present. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. No anvil or adjusting knob issues were noted at any time during the functional test. Additionally, a photo was loaded at product complaint level and it shows a device with the safety engaged, along with a battery and a half washer, the anvil inserted in the device and a suture around the anvil. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reach on the cause of the reported event, it should be noted that the device is designed to remain inactive if the anvil is improperly secured or if the orange staple height indicator is not entirely within the green zone of the tissue compression scale. Always ensure that the anvil is firmly attached by confirming the orange band is fully covered. The device will not operate if the anvil is loose. The device will not function unless the anvil is correctly attached and the orange staple height indicator is completely within the green range of the tissue compression scale. Before firing, check that the anvil is safely attached, ensuring the orange band is obscured. An unsecured anvil will prevent firing. The device requires that the anvil is properly affixed and that the orange staple height indicator aligns with the green zone on the tissue compression scale for activation. Open the device by turning the adjusting knob counter clockwise until the anvil shaft is fully exposed. Remove the anvil to expose the device trocar. Retract the device trocar by rotating the adjusting knob clockwise until a stop is reached. Check the device trocar to verify that it is fully retracted before proceeding. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 910c51, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 5/29/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.